Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room with pneumonia, myopotential oversensing was observed during device interrogation. The oversensing was reproducible with deep breathing. Programming changes were made. The patient did not experience symptoms and will continue to be monitored.